Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that they were experiencing new hip pain and also had pain in their lower back that wasn¿t being covered anymore. It was reported that the patient didn¿t like the stimulation feeling in their right leg. The patient¿s healthcare provider (hcp) took pictures of the leads and found that they were both in the right gutter. It was also reported that the patient was getting ab and rib stimulation with all but the last two contacts on the bottom of the 8-15 lead. The manufacturer representative stated that the patient would get stimulation on the right leg only with those last two contacts. No environmental or external factors that may have led or contributed to the issue were reported. It was noted that the manufacturer representative checked the impedance and attempted reprogramming. The patient was to follow up with their hcp within 12 weeks for a possible surgical evaluation. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.